Manufacturer narrative:
The thermogard xp ivtm system (sn (B)(6), was evaluated at the customer site. The customer reported that the thermogard system did not pass the power-on self-test (post). This issue was confirmed in the system's event log data, which revealed multiple mid:09 (air trap assembly) error messages on/around the reported event date. Failure to detect an air trap during post and failure to detect saline level during run (mid:09) are related. The root cause of these issues was most likely due to the air trap sensors being temporarily blocked either from condensation on the air trap chamber or possible overflow of saline into the air trap holder from a leaking start-up kit (suk) or user mishandling. No recently reported event was found for a leaking suk associated with this thermogard console. The customer's complaint and observed mid:09 errors in the logs were not replicated during testing, and the thermogard system functioned as intended. No physical damage was observed on the thermogard console during visual inspection. The system passed the functional testing with no issues or errors. Following console inspection and service actions, the thermogard console passed all tests with no issues, and readings were within the specified limits.

Event description:
The customer reported that the thermogard xp ivtm system (sn (B)(6), did not pass the power-on self-test (post). It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.